Manufacturer narrative:
The customer only indicated that the samples are collected in plastic blood tubes with gel. Centrifugation data was not supplied. System checks performed on (B)(6) 2011 and (B)(6) 2011 resulted within specifications. Three levels of psa qc resulted within specifications during the time of the event. A field service engineer (fse) was dispatched on (B)(4) 2011 and (B)(4) 2011 for this event. The fse noted that the mixer speed was at 2,450 which should be at least 25,003 (unit of measure not specified). The fse replaced the 14t bearings, peri-tubing, and aspirate probes. The fse noted that the 14t bearings were replaced due to the mixer speed being too low, which was the cause of the psa results to be erroneously low. The fse performed psa calibration and 50 point precision run which resulted within expectations. The fse verified repair per established procedures and results met published performance specifications. Hardware is the root cause of this event. No further problems occurred after service was performed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low hyb-psa results within the normal reference range for two (2) patients that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Upon repeat testing, results were above the assay's normal reference range. It is unknown if patient treatment was affected in this event.